Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped responding, preventing user from removing the required medication for a patient and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the station unexpectedly stopped responding. A technical support specialist remoted into the station; customer had hard rebooted the station to resolve the issue. A field service engineer cancelled the work order since the customer confirmed the station was working fine. The system functioned as intended after the customer troubleshooted the device.